Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, a proximal type I endoleak was identified. The physician implanted six aptus endoanchors in the proximal neck of the bifurcated stent graft and that successfully resolved the endoleak. The cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.